Event description:
It was reported that a malfunction occurred with the pump, identified by fault ID 16-0x20e6, that was not resettable. There was no reported impact to the customer¿s blood glucose level. Tandem technical support replaced the faulty pump and confirmed details with the customer, although the customer declined to share what backup insulin therapy would be used. The customer was advised to return the problematic pump using the provided pre-paid label and return box.